Event description:
It was reported that a foreign matter was found. During procedure, it was noted that a foreign material was found in the sponge part of the sled. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the device revealed that a foreign material was found inside of an unopened package by the sponge part of the returned accessory. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that a foreign matter was found. During procedure, it was noted that a foreign material was found in the sponge part of the sled. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.